Manufacturer narrative:
(B)(4). This is a report of a use error, where the supply bags were not fully connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. This event occurred while the patient was connected and in fill one of therapy. The patient reported that they did not properly connect the solution bags fully to the setup. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.